Manufacturer narrative:
Correction number: 1627487-12192011-003-r. This ipg serial number was included in field advisories. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt did not charge her ipg for significant amount of time. The sjm representative confirmed the communication issue with multiple external devices. Surgical intervention will be taken at a later date to address the issue.